Manufacturer narrative:
The device sample has been returned by the hospital to angiodynamics, however the device evaluation has not yet been conducted. Upon completion of the investigation a supplemental medwatch will be submitted. (B)(4).

Event description:
As reported, over the past 6 months the hospital has had several issues with cracked hubs on drainage catheters. Details have been provided on one which was placed in (B)(6) 2018 and removed in (B)(6) 2018. The sample has been returned to angiodynamics. There were no patient complications.

Manufacturer narrative:
As no item number or lot number was reported, a ship history was performed for the reporting hospital for the past 12 months and it showed only one 10f exodus drainage catheter was sold to them, item h965101511. The device history records for the packaging lots obtained through the ship history report were reviewed for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly and performance specifications. The recent angiodynamics complaint report was reviewed for the exdous drainage catheter product family and the failure mode "hub cracked. " no adverse trend was indicated. The returned catheter was forwarded to angiodynamics' supplier, (B)(4) medical, for evaluation and requested device history records review. (B)(4) visual examination confirmed tha the hub of the catheter was cracked opposite of the molded parting line. The knob was unlocked and locked again. During locking, the audible "click" was heard on the sample. Lot analysis review of the lots generated from the ship history found them all to have been manufactured in accordance to the dmr. (B)(4) concluded that the damage to the hub was not attributed to the manufacturing process. The potential root cause of the cracked hub was over-tightening by the end user onto a mating male luer. (B)(4).